Manufacturer narrative:
Expiration and implant date unknown (competitor device). Device manufacture date unknown (competitor device). Aneurx device is not manufactured by endologix.

Event description:
The patient previously received an implant of a medtronic aneurx device and a medtronic proximal extension (date unknown). Follow up revealed that the bifurcated device had migrated distally and the patient had developed a type iii endoleak. On (B)(6) 2011, the patient was treated with two 28mm aortic extensions which resolved the endoleak.